Manufacturer narrative:
Technician found the bed in bed shop. Head hi-lo was drifting down. Replaced hi-lo up valve and recalibrated sensors to resolve this issue.

Event description:
Information provided indicated that the head hi-lo was drifting down.